Event description:
Reported issue: the staples came out of patients.

Manufacturer narrative:
Qn# (B)(4). The device history review could not be conducted since the lot number was not provided. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the trigger was partially engaged, and the first staple was misaligned. The stapler was returned with 24 staples remaining in the cover block. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, the first three staples fired properly. Fifteen staples were inserted into a simulated skin pad. Several of these staples did not form properly. The stapler was disassembled. The saddle spring was observed to be slightly out of position and die casting anomalies was observed on the forming tool. No other defects or anomalies were observed with the device. The source of the misfiring issue could not be conclusively determined. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Upon functional inspection, several staples formed incorrectly. The stapler was disassembled. The saddle spring was observed to be slightly out of position and die casting anomalies was observed on the forming tool. No other defects or anomalies were observed with the device. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A non-conformance was opened by the manufacturing site to address this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the staples came out of patients.